Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when attempting to deploy the first prostyle device, an unusual sound was heard when the plunger was depressed. As the device was removed, the distal guide separated and remained in the patient. Several devices were used in an attempt to remove the guide; ultimately, a snare was used to retrieve the guide from the aorta. Due to the difficulty with the prostyle device, a dissection occurred. The use of prostyle devices and the pre-close technique were abandoned. The sheath was upsized to a large bore and the evar procedure was completed. The dissection did not require additional intervention as the prosthesis used during the evar procedure covered it. Hemostasis was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially reported information, analysis of the returned prostyle was completed. There were bits of the guide halves separated and not returned. Follow up with the account confirmed that everything was removed from the patient during the surgical intervention to remove the broken device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The reported noise could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to guide/sheath separation, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported unusual sound when the plunger was depressed was likely the result of the guide/sheath separation. The patient effect of vascular dissection is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event updated. D09, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. H6: type of investigation code 4114 removed. H6: investigation findings codes 3221 and 213 removed. H6: investigation conclusions codes 4315 and 22 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to guide/sheath separation, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported unusual sound when the plunger was depressed was likely the result of the guide/sheath separation. The patient effect of vascular dissection is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was lost in transit.